Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The renal therapy service agent had the care giver check the supply bags for leaks and loose connections; the care giver stated a drop of fluid came from the luer connection. The care giver stated the connection was secure. The renal therapy service agent reviewed proper procedures with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.